Manufacturer narrative:
The exact date of the event is unknown. The provided event date (B)(6) 2012 was chosen as a best estimate based on the date that the manufacturer became aware of the event. Explant date: (B)(6) 2012. Concomitant medical products: model number/catalog number: sc-8216-50; serial number: (B)(4); batch/lot number: 15103003; model/catalog description: artisan lead 50 cm. The explanted devices were not returned to bsn. A review of the manufacturing documentation for the products revealed that no anomalies or deviations potentially related to the event occurred during the manufacturing. A review of the sterilization documentation for the devices were found to be satisfactory.

Event description:
A report was received that the patient had an infection and underwent an explant procedure. No further information could be obtained.